Manufacturer narrative:
The guide sheath of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The x-ray opaque tip was detached from the guide sheath. The tip of the tube was deformed into an elliptical shape. From the fixing marks of the x-ray opaque tip remaining on the tube, we confirmed the position where the x-ray opaque tip was fixed, but there was no abnormality. The insertion part of the guide sheath was deformed and crushed at a position of about 400 mm from the tip. There were no other abnormalities that could lead to the event you pointed out. The manufacturing record was reviewed and found no irregularities. From the condition of the actual device and the results of past reproduction studies, it is possible that the x-ray opaque chip has fallen off by the following mechanism. The biopsy forceps cup was not completely closed (including the state where the biopsy tissue was grasped). The cup of biopsy forceps was caught on the x-ray opaque tip. The biopsy forceps was moved back and forth with the biopsy forceps cup caught on the x-ray opaque tip. During that time, the x-ray opaque tip came off from the tube and fell off, causing deformation of the tube tip. However, the cause could not be identified. The above device handling has warned in the instruction manual as follows. *when inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when inserting the treatment tool or ultrasonic probe into the guide sheath when moving the probe back and forth, and when pulling out the treatment tool or ultrasonic probe from the guide sheath, keep the tip of the inducer straight in the case of the inducer, and close the cup of the biopsy forceps in the case of the biopsy forceps. In the case of a biopsy brush, pull the brush part into the tube and do it slowly. If you feel any abnormal catch or resistance, do not stick out the treatment tool or ultrasonic probe from the tip of the guide sheath, and stop using it immediately. [The x-ray opaque tip of the guide sheath may be misaligned or fall off.]

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endobronchial ultrasonography with a guide sheath(ebus-gs) using the subject device, the following event occurred. The x-ray opaque chip fell inside the bronchi and remained inside the patient. The intended procedure was completed with the subject device.